Event description:
Per the customer, there was a case where the device was not validating enough blood loss. The procedure was completed successfully without a surgical delay. No medical intervention or adverse consequences were reported.